Event description:
Major pump unit(s) involved: external control system failureadditional text: severed wire in white power leadspecific component(s) involved: external controller malfunctionadditional text: broken pin on black power lead, yellow conductor of white power lead severedother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controllerother intervention :implant device type: both (in the same or visit)malfunction device type: lvad

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction